Event description:
According to the reporter, during the early stage of an open hysterectomy, the jaws of the two handpieces were difficult to open. The first handpiece was not 100% open, it may be possible to release depending on the situation and the second handpiece opening of the jaw was difficult and it could not be opened 100% (it was opened halfway). It was applied on tissue and ligaments around the uterus and was able to be removed by dissecting the tissues. The knife blade was extended. A new handpiece was used to complete the procedure.

Manufacturer narrative:
D10 concomitant product: lxmj23s, maryland xp inline sealer/divider 23cm (lot#51340155x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (expiration date and UDI), g3, h4. Correction: remove: fdp/ime: lacerations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted seal plate and jaw overmold damage. Functional testing found that the damage to the seal plate and overmold is consistent with misuse. Likely grasping a hard/metal object, holstering the device, and/or a possible drop. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track up until the seal plate damage and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. No electrical or wiring issues were found. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that was difficult to open and close. The knife blade was exposed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The ev aluation detected unreported conditions: of seal plate damage and insulation damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the early stage of an open hysterectomy, the jaws of the two handpieces were difficult to open and close. The first handpiece was not 100% open, it may be possible to release depending on the situation and the second handpiece opening of the jaw was difficult and it could not be opened 100% (it was opened halfway). It was applied on tissue and ligaments around the uterus and was able to be removed by dissecting the tissues. The knife blade was extended. A new handpiece was used to complete the procedure.